Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The company service representative examined the system to address an unrelated event and found that the figure of merit (fom) was 0.97. The fom is a measured metric, which describes the cleanliness or regularity of the laser cut; and, is specified to be greater than or equal to one (1). The company service representative performed adjustments to increase the fom to 1.030. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. The root cause of the reported event can be attributed to a drop in the figure of merit (fom). (B)(4).

Event description:
A nurse reported, the last four of five corneal flap creations have had side cut tags. The surgeon indicated that all have been in the same location just to the right above the hinge. One case was a full clock hour and had to be cut by the surgeon. No patient harm occurred. There are two related reports for this event. This report addresses the side cut tag that had to be cut by the surgeon, and another manufacturer report will be filed for the remaining case.